Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked. A review of the event history log (ehl) identified multiple invalid syringe size alarm. During the functional testing was able to duplicate invalid syringe size. The reported issue of will not power on was unable to be duplicated. The root cause of the power issue was unable to be determined as no fault was found. The root cause of invalid syringe size was due to normal wear/calibration drift. No repair needed for power up problem due to no problem found. Replaced size pot for preventive. Performed preventative maintenance and all functional testing.

Event description:
It was reported that the pump would not power on would not detect the syringe. No patient injury was reported.